Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing allergic skin reactions, with ¿redness¿ and an abscess while wearing an adc freestyle libre sensor. It was further reported the issues began in (B)(6) 2018, starting with a ¿mild rash¿, but now the sites bleed when the sensor is removed. She noted having contact with multiple healthcare providers, who prescribed/advised her to pre-treat with unspecified corticosteroids, apply tincture of benzoin and spray unspecified antihistamines on the skin at the insertion site. When none of these treatments worked, she was advised to discontinue using the device. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed in date of event is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed in device MFR date is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing allergic skin reactions, with ¿redness¿ and an abscess while wearing an adc freestyle libre sensor. It was further reported the issues began in (B)(6) 2018, starting with a ¿mild rash¿, but now the sites bleed when the sensor is removed. She noted having contact with multiple healthcare providers, who prescribed/advised her to pre-treat with unspecified corticosteroids, apply tincture of benzoin and spray unspecified antihistamines on the skin at the insertion site. When none of these treatments worked, she was advised to discontinue using the device. There was no report of death or permanent injury associated with this event.